Event description:
It was reported that a spectrum infusion pump displayed a system error 105 (pic motor error) during patient infusion of intradialytic parenteral nutrition (idpn) which resulted in a delay in therapy described as 'under - infusion'. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.